Event description:
After using the device I noticed my vision was blurred and I experienced distorted colors in my vision temporarily. Dates of use: (B)(6) 2014. Reason for use: anti-aging - reduce fine lines and wrinkles.